Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient had skin erosion at the lead site. The physician treated the erosion site for several months before it completely healed. On (B)(6) 2015, the patient's lead was explanted and replaced. The issue was resolved. The patient had two leads from the same lot. Only one of them was explanted and replaced on (B)(6) 2015.